Manufacturer narrative:
Gore® excluder® aaa endoprosthesis - sn (B)(4). Devices were explanted. Current locations unknown. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2016, a patient presenting with abdominal aortic aneurysm and common iliac aneurysm was treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. On (B)(6) 2021, it was detected that the endograft has migrated. On (B)(6) 2022, the devices were explanted and the patient was treated with open repair. It is unknown what clinical signs the patient presented with prior to the explant.

Manufacturer narrative:
Medwatch #2953161-2022-01160 was sent in error. Additional received information determined that this event is not reportable to the FDA. An imaging evaluation has shown that only the trunk ipsilateral leg (brand name: gore® excluder® aaa endoprosthesis) migrated distally. This event is reported in manufacturer ref. No. (B)(4), medwatch #3007284313-2022-02274. There is no evidence that this device also migrated or contributed to development of an endoleak or aneurysm growth. Therefore, the medwatch (and supplementals) will be retracted.